Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side granuloma, bilateral rupture and unacceptable cosmetic appearance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant (date of implant (B)(6) 2010) experienced right-side breast implant rupture which complicated with granuloma. It was later reported that patient suffered bilateral rupture and also unacceptable cosmetic appearance. As a result, the devices were explanted and replaced on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 10/29/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was noticed some creases in the anterior expanding to posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed.¿ a fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).